Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient was having an explant due to an infection. The issue was resolved at the time of the report. No device issues reported.